Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified procedure with saline mentor smooth round moderate profile 350cc breast implants has developed heart palpitations, shortness of breath, hair loss, memory issues, raynaud¿s syndrome, migraines, and digestive disorders. This case was not confirmed by a healthcare professional. As a result, the patient underwent removal on (B)(6) 2019. This report is for the first of two devices.